Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would continuously reset; therefore functional testing and data download could not be performed. The receiver case was opened to download data log directly from the ui-u1 board, a review of the downloaded data log did not find any errors related to the customer complaint. . At no time during the investigation was the receiver abnormally hot. The reported event of overheating was not confirmed. A root cause could not be determined.